Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product was leaking continuously, right after insertion, because the balloon was punctured. The product was withdrawn from the patient and replaced with another cannula. The event happened at the patient's home. There was patient involvement. There was no harm.

Manufacturer narrative:
D1 - brand name, d4 - expiration date, and d4 - primary UDI number: correction. D9: date returned to mfg.: 6/30/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for investigation. Under visual inspection the sample appeared to be in good condition. During the manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received device, and it was found that the cuff was leaking. The complaint was confirmed. Inflated the cuff with a syringe filled with air and put the device under water. An air leak was detected from the cuff and a hole was discovered. Because a cuff leak was not observed prior use it is the most probable that reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge. A device history record (DHR) review showed no discrepancies or non-conformances during the manufacturing of the reported lot number.